Event description:
Pt operated on in 2006, posterior sagittal anorectoplasty (psarp). Surgeon reported: three days postoperative pt returned with multiple interrupted stitches used on the anus. The sutures had mostly degraded but the knots were still intact. The product used was a 4/0 safil (only info available from facility). The pt then had to be operated on again to reattached the anus. A 4/0 vicryl (ethicon product) was then used in the second case to reclose the wound. Facility not certain which specific aesculap product used, only that it was a safil 4/0 suture.

Manufacturer narrative:
Product number and lot are unk. Sample product will not be returned for eval. All available info has been forwarded to our MFR, b. Braun surgical. A 4/0 vicryl (ethicon product) was then used in the second case to relcose the wound. It was noted to the sales rep, reparative procedure with vicryl, also did not hold. Surgeon shared info with sales rep on medical textbook info regarding psarp procedure, in which it states: "only the rectum had been mobilized enough, the perineal body is reconstructed with long-term fine absorbable sutures." Safil is a medium term absorbable (50% tensile strength @ 18 days).